Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continuous cyclic peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination during therapy ¿contaminated extension set and patient line¿, " poor eyesight" and "patient did not use the organizer". The peritonitis was manifested by abdominal pain and cloudy effluent. It was reported that the patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (every five days for 13 days, discontinued) and intraperitoneal ceftazidime (every day for 13 days, discontinued). At the time of this report, the patient was recovered from the event. Pd therapy as ongoing. It was reported that the caregiver does not need to be retrained on aseptic technique. No additional information is available.